Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
The manufacturer¿s representative (rep) reported the consumer had neurosarcoidosis which was granulomas up and down the meninges that caused a lot of scarring and tissue build up on the dura. It was noted when the healthcare provider (hcp) attempted to implant the leads they were unsuccessful and ended up aborting the surgery because of all of the scar tissue. The hcp then implanted a different type of lead, but made the comment when they opened the consumer that they most likely wouldn't be able to place the lead, however, the hcp was able to remove a lot of tissue and implant the lead. The rep. Then stated due to the consumer¿s previously mentioned health issues and scar tissue it made it difficult for the consumer to feel stimulation. On (B)(6) the rep. Met with the consumer for post-operative programming and indicated four contacts had high impedances, but the rep. Was able to program around the high impedances to obtain good coverage although the settings were extremely high: 10.1 volts, 700 pulsewidth, and a rate of 100, but the consumer could barely feel stimulation and were aware they would need to charge frequently. Relevant medical history includes non- malignant pain.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in (B)(6) 2017. The patient reported that the leads weren¿t implanted where she received stimulation. The patient reported that a manufacturer¿s representative tried to recalibrate but that didn¿t work. The patient reported that the loss of stimulation and high impedance had not been resolved. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient repeating information that was previously reported and adding that they consulted their healthcare provider (hcp) and manufacturing representative (rep) and had a revision scheduled for (B)(6) (2017). It was stated that the hcp was going to try and place the lead above or below the area of the scar tissue and stated that this would be a trial. It was also reported that the patient had been instructed to charge up their device beforehand. It was determined that they patient was receiving the charge ins screen and when the patient placed their recharger over the implant site, they received poor coupling. They indicated that the poor coupling had been an issue since implant, but they repositioned it and resolved the issue. They stated that at first when the patient started to recharge their ins they received the por screen, however they did not see it show up on their patient programmer and they were able to recharge their ins. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had tried to implant a new device in (B)(6) 2016 but they could not put it in normally with regular probes and had to get a neurosurgeon to install the paddles on (B)(6) 2016. The patient stated that now stimulation was off and not stimulating any area. The patient had met with a manufacturer representative who tried several things but could not get stimulation.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.